Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device freezes when the user conducts the operational check. The customer is requesting that the device be returned for bench repair. It was reported to philips that the failure was observed while in use on a patient. However, no adverse patient impact was reported.